Event description:
It was reported that a patient got an infection after the valve was implanted. The patient was treated for the infection and was reported to be doing ok. The exact dates of implantation and start of infection are unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.